Event description:
A caller reported a minimum fill notification while attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level. Despite initially attempting to resolve the issue by adding insulin, the caller was unable to fix it until they followed guidance from technical support to clean the pump and replace the cartridge. Loading a second cartridge successfully resolved the issue, allowing the caller to resume insulin administration.